Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker, immediate implantation, mobility. Probably too little primary stability after immediate implantation, as well as pressure on vestibular corticalis.